Manufacturer narrative:
(B)(4). Initial reporter emailed address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient was sleeping and was asymptomatic. The cgm was reading low so the parents checked the bg which was 201 mg/dl. They later rechecked the values and the cgm was 370 mg/dl with the bg at 450 mg/dl. The patient's mother gave him 2 units of liprolog insulin. After 2.5 hours another 1 unit was given. After this, the blood glucose returned to normal and the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a, b, c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.